Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set fell off events each on 15-apr, 19-apr, 24-apr, 02-may and 08-may-2024. Blood glucose levels were 150 mg/dl at the time of event. The set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.